Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a failed battery test alert. The customer was unable to remove battery cap. Customer's blood glucose level was 180 mg/dl. Troubleshooting was not done. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery,battery out limit and failed battery test alarms noted during testing. Device had stripped battery cap coin slot (p). (B)(4).